Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to increasing pain after a car accident two years ago. During the procedure, a synovectomy was performed as well as removal and replacement of the modular head with an active articulation liner and modular head. The surgeon stated there were minimal signs of metallosis.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid", and "intraoperative or postoperative bone fracture and/or postoperative pain".